Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent current coming through jaws. Had power supply checked by biomed and hp2 extension cable changed. No injury to patient.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots 3000232590 and 3000234080 the last 2 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.